Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that during a patient resuscitation, the nbp measurement on the vm6 was not accurate. The information available states that the device did not cause the death but the information / translation is questionable.

Manufacturer narrative:
This complaint has been evaluated and does not allege a death, serious injury, or safety issue.

Manufacturer narrative:
The customer reported inaccurate non invasive blood pressure (nbp) readings on their vm6 device. This complaint has been evaluated and does not allege a death, serious injury, or safety issue. Onsite service was provided and the field service engineer (fse) evaluated the device and confirmed reported problem. The customer reported that the monitor can't measure nbp with ac & battery power sometimes. Fse powered on the monitor and found the monitor was normal but could not measure nbp so replaced the nbp cuff to resolve issue. The fse performed functional tests and returned the device to full functionality. The monitor remains at the customer site and there have been no additional calls from the customer to report the same failure. The field service engineer (fse) evaluated the device and confirmed reported problem. The customer reported that the monitor can't measure nbp with ac & battery power sometimes. Fse powered on the monitor and found the monitor was normal but could not measure nbp so replaced the nbp cuff to resolve issue. The fse performed functional tests and returned the device to full functionality.